Event description:
A call to technical services on (B)(6) 2011 states that on friday night this atrial lead was implanted at (B)(6) hospital in (B)(6) by dr. (B)(6). The next morning ((B)(6) 2011) they noted the atrial lead had good impedance and threshold but patient had breathing trouble. Breathing fluid in the lungs and they did x-ray and noted atrial lead was likely perforated. They went in and removed the atrial lead and put in a new lead. Patient was doing good by the end of the day. Dr. Feels there was small atrial lead perforation. Dr. Will continue to monitor. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).